Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced a bent cannula issue with one infusion set on (B)(6) 2024 during 1st of use.the cannula was crimped. Infusion set was used for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.